Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The caller reported that the insulin pump's battery only lasted a day. The battery did not last more than one week. The insulin pump powered off mid-delivery. The customer had already changed the battery cap with a spare one she had. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan if needed. The customer was advised that the device would be replaced and agreed to return the product for analysis.